Event description:
Patient was running on machine for an hour. During pt treatment pt became hypotensive and unresponsive. Fluids given for support pt responded well to fluid and pt became stable, then resumed hypotensive state. Tx ended blood returned and pt transported to hospital. Upon review machine failed uf test and multiple other tests on machine.